Manufacturer narrative:
Ge representative inspected system and was unable to measure radiation on back side of image intensifier, and found no lead. Rep was unable to contact reporting physicist from customer facility to confirm his measurements.

Event description:
It was reported that excessive x-ray radiation was output from the back of the image intensifier. "#25 in normal operation measured 5.5mr/hr at bottom of ii. Should be less than 2mr/hr for every r/min entrance exposure rate."